Event description:
A customer observed biased gent proficiency sample results while using a vitros 5,1 fs chemistry system. There was no report of biased patient samples. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the biased gent results occurred on the vitros 5,1 analyzer on a single proficiency fluid sample. However, based on quality control and patient samples processed before and after the proficiency sample, there is no indication that the vitros 5,1 and the gent reagent lot are not performing as expected. The root cause of the event is unknown. Once the proficiency samples were retested on an alternate reagent lot, expected performance was obtained.